Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed with MRI and "capsular contracture, baker grade ii, pain and discomfort". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event rupture and capsular contracture was received on august 28, 2025, with lot number 1731834. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing. Process. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" confirmed with MRI and "capsular contracture, baker grade ii, pain and discomfort". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" confirmed with MRI and "capsular contracture, baker grade ii, pain and discomfort". This record is for the right side. Device has been explanted and replaced.